Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/ compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump passed the delivery accuracy test at 0.08720 inches. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 60 mg/dl. The customer¿s current blood glucose was 156 mg/dl. The customer treated with food. Customer was alleging possible insulin pump over delivery. The drive support cap appears normal. The product was returned for analysis.